Event description:
Livanova deutschland received a report that, during a procedure, a heater-coolersystem 3t displayed error pump 2 is blocked (e18). There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t . Replaced patient pump 2 due to not working, device passed all tests after repair with accuracy per OEM standards. Replaced drain valves o-rings and venting valves as part of the pm. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: the unit is installed since 2023 and a review of the complaint database did not reveal another further reported similar issue related to this heater cooler. Based on the manufacturing year of the unit, it cannot be ruled out that the most likely root cause of the reported event is a corroded/damaged motor bearing, probably due to environmental condition the pump has been working in, which prevented the motor shaft rotating. The wearing of electromechanical device can be originated by the specific use condition at customer site and may have contributed to the event.

Event description:
See initial report.